Event description:
It was reported while using the cool patch duo catheter for an ablation procedure, the irrigation port detached from the handle of the catheter. The procedure was completed with no consequences to the pt.

Manufacturer narrative:
Results: we are in the process of evaluating the device. When our investigation has been completed a follow-up report will be submitted.